Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, customer continued to use the existing cartridge, but ultimately reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 360 mg/dl. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 12 mg/dl; cause was unknown. Reportedly, customer fell and had a "skinned knee" as a result of the low bg. Reportedly, customer required assistance from a friend, boyfriend, and work manager to provide food and drinks to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.